Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: upon removing the tubing from the pump, the tubing was found sliced, causing blood to leak onto the nurse's clothes, hands and floor. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with no packaging was returned for evaluation. Upon visual inspection, it was noted that there was a cut/slit in the tubing on the space pump assembly, where the green clamp is inserted into the space pump, which was the cause of the leakage from the set. The clamp was closed on various locations of the same tubing several times with no replication of the reported defect. The ID of the clamp and the od of the tubing were measured and both met specification. The reported defect was visually confirmed, but not able to be replicated. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Although the defect of cut/hole in tubing was confirmed on the set, the exact root cause of the cut was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences.